Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were accidentally severed during an emergent thoracotomy procedure to implant a left ventricular assist device (lvad). The distal ends of the leads were reported to be intact and the proximal ends of the ra and rv leads were removed from the device pocket. No adverse patient effects were reported during the procedure.